Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) headrest and fingerloop to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the white velcro finger grips ripped off from the left master tool manipulator (mtm). Prior to calling, the customer brought in another surgeon side console (ssc) to complete the procedure because the surgeon was unable to continue operating using the original console after the velcro finger grips was ripped off. The procedure was converted to another da vinci system with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the case was completed robotically. To resolve the issue, the customer obtained a second surgeon side console (ssc) from another or. System functionality was checked upon powering on the system and the system initially powered on without errors. The customer made the decision to set up dual console instead of calling for troubleshooting support.